Event description:
It was reported the patient has not charged his ipg in approximately 1.5 years. The patient will meet with the sjm representative and may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.